Event description:
The device was applied during a laparoscopic cholecystectomy procedure. The tip of the instrument broke due to extreme heat from diathermy. The surgeon completed the procedure with the same device. The hosp has reported that no pt injury occurred.